Event description:
The manufacturer received information that a trilogy ev300 ventilator failed pre-testing during evaluation by a philips field engineer. There was no patient involvement, and no harm or injury reported. During evaluation, the device failed active exhalation verification testing. The trilogy evo 3-way solenoid valve and the proximal valve (active exhalation control module) were replaced to address the test failure issue. After repair, the system meets the specification for the performed service and is returned to use.